Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't see much improvement in their symptoms. The patient said they can't urinate at night. The patient also said about 6 weeks ago they felt like they were sitting on a golf ball. The patient went in and the nurse practitioner reprogrammed the device and the golf ball feeling went away immediately. The patient then said over the last couple days it started aggravating and it felt like there was something vibrating on the side of their leg instead of up by the bladder. The patient felt pressure down there. The patient turned stim off yesterday and within a few minutes felt great. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.